Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported intermittent touch screen issue. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
The customer replaced the touch screen to address the reported problem.

Manufacturer narrative:
Failure analysis on the returned touch screen shows that the touchscreen assembly was visual inspected and the scratches on the screen were verified. No further testing required. Physical damaged resulted in the scratches on the screen.